Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00730, 0001822565-2019-00731, 0001822565-2019-00732, 0001822565-2019-00733, 0001822565-2019-00734. Concomitant medical devices: distal femoral xt component size b right, catalog#: 00585004202, lot#: ni; segment with male/female taper 140 mm length catalog#: 00585004614 lot#: ni; segment with male/female taper 30 mm length, catalog#: 00585004603, lot#: ni; articular surface with segmental hinge post size b 12 mm height, catalog#: 00585002012, lot#: ni; tibial component precoat size 4, catalog#: 00588000400, lot#: ni. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital would not release the devices. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee arthroplasty. Subsequently, patient underwent irrigation, debridement, and replacement of components due to suspected infection and tibial loosening.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.